Event description:
Healthcare professional reported, right side deflation. "Any creases". Device has been explanted.

Manufacturer narrative:
Device analysis: based on the device analysis grid, the assessments of the complaint are: deflation: observed, one opening assessed, as unidentified (tear) opening (shell thickness within specification). Crease/folding of implant: observed, creases on the device. As per the investigation procedure: wear abrasion and particles were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation

Event description:
Healthcare professional reported right side deflation. Device remains implanted.